Manufacturer narrative:
Product analysis #(B)(4):¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) ¿ drawing(s) referenced: n/a ¿ as found condition: the pipeline vantage was returned inside a biohazard bag, and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The distal and proximal ends of the braid were found to be opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, advanced resheathing mechanism, or proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer complaint was not confirmed, as both the distal and proximal ends of the braid were found to be fully opened and frayed. However, the cause of the failure to open could not be determined. Possible causes of the failure to open include vessel tortuosity, damaged braid, or deployment of the braid in vessel bend. The customer indicated that the vessel tortuosity was normal, and the braid was not positioned in the vessel bend, which rules these out as potential cause. In the event, the damaged braid may have contributed to the failure to open. Braid damage can occur due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline vantage failed to open in distal zone. The pipeline was not positioned in a bend. The pipeline was not stuck in the capture coil. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured left internal carotid artery (ica) aneurysm with a max di ameter of 12mm and a 8mm neck diameter. The landing zone was 4.9mm distally and 4.6mm proximally. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet therapy (dapt) was administered. Angiographic result post procedure was okay. Ancillary devices include a navien guide catheter, phenom27 microcatheter, avigo guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.